Event description:
It was reported the pt ((B)(6)) no longer felt stimulation. The scs lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
Evaluation codes: results: the complaint regarding no stimulation was confirmed. As received, visual inspection of the 3286 lamitrode lead revealed broken wires that were observed approximately 22 cms from paddle. A cam impression from the swift-lock anchor was 11 cms proximal to the kink. When the lab swift lock anchor was aligned to the cam mark, the location of the broken wires corresponded to the proximal end of the anchor. As the outer tubing of the fracture site was not breached. This damage was consistent with overstress the lead was subjected to at the proximal end of the swift-lock anchor while it was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.